Manufacturer narrative:
The customer was provided with a replacement glidescope smart cable. The smart cable was returned to verathon for evaluation. The technical service representative connected the returned smart cable to a test video monitor and test blade. The reported intermittent image was confirmed when manipulating the smart cable near the hdmi connector. The intermittent image was confirmed with multiple video monitors and blades. Since the customer received a replacement smart cable and there are no repairs available for the smart cable the returned smart cable was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope smart cable, the image would go in and out intermittently. It is unknown if a backup device was used. However, it was confirmed that a backup device was available had it been needed. No harm to patient or user was reported.